Manufacturer narrative:
E1: initial reporter facility name: (B)(6) clinic.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.